Event description:
Pump declared alarm 20a was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm recurred, prompting plans to replace the pump. The customer's pump was under warranty, and until the replacement arrived, the customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, provided instructions for putting the pump into storage mode, and guided the caller to return the problematic pump with a pre-paid label within 10 days, which the caller acknowledged.